Event description:
During an acl, the pump would not shut off. The pump was turned off by using the on/off switch on the back of the pump. It was reported that the pt developed minor swelling of the knee post surgery. The swelling resolved without any intervention. No surgical delay was reported.